Event description:
It was reported that the customer had been experiencing high blood glucose. The customer's blood glucose was over 400 mg/dl. The customer declined troubleshooting for high blood glucose at the time of the call because she felt fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.